Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 25 2007. Evaluation summary:during evaluation. The pump was found to have air-in-line printed circuit board that was out-of-specification. The air-in-line printed circuit board was recalibrated. The device was returned to the customer fully operational.

Event description:
During service by baxter, the infusion pump was found to contain an air-in-line printed circuit board that was out-of-specification. No additional information or contact was available.